Event description:
According to the implant registration cards received, this patient was implanted with onxae-27/29 sn (B)(4) on (B)(6) 2016 and explanted on (B)(6) 2022. Cause of explant is still currently unknown.

Event description:
According to the implant registration cards received, this patient was implanted with onxae-27/29 sn (B)(6) on (B)(6) 2016 and explanted on (B)(6) 2022. Cause of explant is still currently unknown.